Event description:
The video system center was returned to the service center with a report of a pink image. This did not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, intermittent noise in the image was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the intermittent noise in the image was a defective patient board. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.